Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25aug2020.

Event description:
The customer reported the unit is off, but the power switch light emitting diode (led) is green and the battery led is a steady amber. There was no patient involvement. The customer reset the alternating current (ac) and battery power and the unit powered on as expected, however the display was distorted with lines running through it. The manufacturer's field service engineer (fse) advised the customer to disconnect the current battery which was manufactured in 2015 and maintain regular battery replacement every 5 years as required for preventative maintenance as well as ensure the unit has version 2.1 software if the customer upgrades to a 2nd generation lcd or user interface.

Manufacturer narrative:
H10: the customer swapped out the user interface assembly to see if the issue resolved; but it did not. Then the customer called back for part number for the power management board and reported that the issue was resolved with replacement of power management board. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.